Manufacturer narrative:
Sections with additional information as of 01-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date.

Event description:
Consumer reported complaint for error message (e-5) and high blood glucose test results. Customer stated that a few days ago she was getting results over 300 mg/dl am fasting. Customer stated that she had obtained a result of 500 mg/dl am fasting and she contacted her doctor. The doctor advised her to monitor her blood sugar for 5 days (am fasting) and write down the results and call him back. Customer stated she also went to pharmacy (rite aid) to ask them the meaning of the e-5 but they advised her to call the manufacturer. At the time of the call the customer reported feeling sleepy. Customer stated she will contact her doctor to let him know about the last readings, the e-5 and her symptoms. The test strip lot manufacturer¿s expiration date is 01/26/2024 and test strips were opened more than four months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(6). B2: adverse event report is being submitted due to customer contacting doctor due to the high blood glucose results obtained, due to the customer going to pharmacy ("rite aid") due to the e-5 error code and due to symptoms related to diabetes: sleepy. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.